Event description:
It was reported the patients blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. It was reported that the pod gave a hazard alarm during bolus.

Manufacturer narrative:
The device was received deployed. The device was unable to connect to the master pdm for device download. The batteries were measured and all three were found to have insufficient voltage. The device was connected to an external power supply in order to obtain device data. The data obtained from the device generated an 0x40 alarm indicating the rotational sensor maximum open count was exceeded. During investigation, corrosion was observed on multiple components. Due to the presence of corrosion, the device was leak tested. An internal tear was observed that diverted fluid from the intended fluid path which resulted in the observed corrosion and contributed to the generation of the 0x40 alarm.